Manufacturer narrative:
One opened and or used enlite sensor was inspected and tested. Sensor passed per specifications with accurate readings. Cannula was bent, unable to confirm if customer received sensor in said conditions as sensor was returned opened and or used. Needle complaint was not confirmed due to customer did not return the needle only the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor error alert. Customer's blood glucose level was 402 mg/dl. Customer treated her blood glucose level with her insulin pump. Customer stated they were unable to upload into carelink personal. Customer's current blood glucose level was 58 mg/dl. Troubleshooting was performed, but customer stated she was unable to run a test plug procedure. When customer removed sensor, customer stated the sensor cannula was bent and had blood on it. Customer advised to return sensor for analysis. Sensor will need to be replaced. No additional information provided.